Event description:
Reporter alleged the customer obtained a blood glucose result of hi (greater than 600 mg/dl) on the advantage system. Reporter stated she treated customer with 6 units of regular insulin as a result of the reading however within 10 minutes afterwards, the system measured a result of 107 mg/dl. Reporter indicated the customer was experiencing hypoglycemic symptoms at the time and another test on the system yielded a reading of 140 mg/dl was performed within 10 minutes of the 107 mg/dl reading. No other actions were reported taken or treatment received reportedly. A request was made for the return of the suspect device and replacement was sent.